Event description:
Note: this report pertains to one of two complaint flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-03783 addresses the first stent, while manufacturer report # 3005099803-2011-03828 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the first stent was attempted to be deployed in the common bile duct, however, the stent did not release. It was reported that the mechanism did not work. A second stent was attempted to be used, however the same problem occurred; the stent did not release and the mechanism did not work. A non-bsc stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(6). Event of guide catheter broken. The delivery system and stent were returned for evaluation with the stent separated from the delivery system. Visual evaluation of the device revealed no damage to the stent. The suture was found to be detached from the push catheter and was not returned for evaluation. The suture hole of the push catheter was torn. The push catheter was also stretched at the proximal end. The proximal hub of the push catheter was found broken and appeared to have been cut, likely due to customer use of the device. The guide catheter assembly was found stretched and broken near the proximal end. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture likely embedded inside the guide catheter assembly during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.